Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, device does not activate nor does the device turn on occurred due to failure of the power supply unit. The cause of the defective power supply unit could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to the defective power supply. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
An olympus field service engineer reported (on behalf of the customer) that the camera was not turning on while using the video system center. The reported problem was found during inspection and preparation for use. The issue occurred during therapeutic procedure (laparoscopic cholecystectomy) there was a 15¿20-minute delay, and the procedure was completed with another similar device (non-olympus). There was no patient harm associated with the event.